Event description:
It was reported that the compression device was intermittently moving in a downward motion uncommanded. No injury reported. A field engineer was dispatched to the site and was unable to recreate the issue. The field engineer uploaded software to the compression node, recalibrated, and reseated connectors. Once this was completed the system was working as intended.